Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The cause of the unconsciousness was not identified. The cause of the patient's low flows was not identified but could be due to the patient's small chamber size. The low flows resolved with hydration. No other symptoms were experienced. The twisted modular cable was resolved manually at bedside. No products were returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow events. Additionally, the reported kink in the pump cable was confirmed via the submitted images. A specific cause for these events could not be conclusively determined. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted controller event log files captured transient low flow hazard alarms on 12sep2024, 13sep2024, and 14sep2024. Of note, pulsatility index (pi) values appeared to be elevated during the low flow events. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. Review of the account¿s submitted image revealed a sharp bend and twist in the pump cable, directly adjacent to the inline connector bend relief. There were no tears or other major signs of damage along the visible portion of the cable. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events that may be associated with use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an unresponsive episode that lasted about 5 seconds, noted by the family. An alarm occurred during this episode. The patient's flow had been adjusted to 2.0 lpm post-operatively. The modular cable was also noted to be very twisted. The log files were reviewed and captured intermittent low flow estimates with high pulsatility index (pi). The patient also had low flow alarms on (B)(6) 2024. The estimated flow was fluctuating below the 2.0 lpm threshold. Some of these events were brief and didn't generate an alarm. The estimated flow was averaging at 1.9 lpm and pi was averaging from 8.6 to 13.2. These events appeared to unrelated to a device issue. Despite the twisting of the modular cable there was no evidence seen of any type of electrical percutaneous lead conductor issue. It was recommend the modular cable be untwisted or replaced. Another episode of unresponsiveness occurred this time lasting 5-10 minutes according to the family. The patient had a fixed speed of 4800 and does experience low flows on occasion without symptoms. The log files were reviewed and displayed multiple low flows with high pi readings which seemed physiological in nature where the low flow estimator dropped below 2.0 lpm. These occurred at a time when pi was elevated. The pump was seeing a reduction in blood volume. Two common reasons for this were thought to be hypertension or hypovolemia. These issues appeared to not be due to any issues with the device.